Event description:
A customer was receiving lower results than expected. They said that the dex system gave a result of 45 and 55 mg/dl when they normally are not that low. They stated that when they hold the meter at a certain angle, they can see that the readings are in fact 245 and 255 mg/dl. While on the phone a review of the system was conducted. It was learned that the electronic checks were satisfactory. However, in the area of the "hundred unit" the display is foggy. This may have been the result of moisture exposure. A request was made to return the system for eval. In the meantime, a replacement unit was provided.